Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited noise and fluctuating impedance measurements. As lead damage was suspected, the device was deactivated to avoid inappropriate therapy. Attempts to extract the lead resulted in a lead fracture. It was noted the portion of the lead that remained in the patient was later successfully explanted and discarded. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. Analysis confirmed that the lead was pulled to the point of fracture during the explant procedure.

Event description:
--